Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.

Event description:
The event involved an unspecified microclave¿ clear, purple clamp, rotating luer and the event occurred on an unspecified date. It was reported that that there was difficulty in connecting or tightening the connectors of the device, which resulted in leaking from the ivs. These connectors are under the tegaderm/tape that is applied to a patient's arm after an IV is placed. It is not routine for CT techs to remove the tape covering the angiocath and connector before starting power injection, and potentially risk losing patent IV access by doing this. It was also noted that CT techs are not placing the IV lines for these patients. It was noted that there was patient involvement, and no human harm.